Event description:
It was reported that a handheld displayed an error message when attempting interrogation. The handheld was not plugged in at the time of interrogation, and a memory error resulted. The device performed as intended while plugged in. Additionally, diagnostics were successfully run on the handheld. The handheld in question has been returned to the MFR; however, product analysis is not complete at this time.

Event description:
Product analysis on the handheld and flashcard have been completed. An analysis was performed on the returned flashcard and no anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and a possible cause for the reported allegation was identified. During the analysis it was identified that the record button was partially wedged under the case causing the hhd to stay on. If the handheld was not being charged while in storage, the main battery would deplete causing the reported memory message. Once the button was adjusted so that it was no longer being pressed, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The device history report for the handheld in question was reviewed. The handheld passed all quality inspections prior to shipment.

Manufacturer narrative:
Analysis of the handheld computer found that the "record" button was wedged under the case of the computer.